Event description:
It was reported that during a coronary stent procedure, the physician experienced difficulty advancing. While pulling back for removal, the stent dislodged in the femoral artery and remains in the patient. Patient status is "unknown".